Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad buttons were found to be difficult to press and intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts.

Event description:
The reporter stated that all of the keypad buttons were sticking for the past week and required several presses in order to get a response. There was reportedly no damage to the keypad but the keypad buttons felt like they were becoming loose and did not have normal spring back. It was indicated that the patient wore the pump attached to a belt and did not clean the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.